Event description:
It was reported that the pump exhibited a force sensor bridge test failure. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified force sensor bridge test in the history. Functional testing was performed using the power up process and test force sensor reading. Force sensor bridge test was found at power up but the reading of force sensor within the required specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced force sensor for preventive. This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).